Manufacturer narrative:
The hvad is used for treatment not diagnosis the reported event of power switching was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple premature switching events. Controller and batteries ((B)(4)) participated in these events. Further analysis revealed a controller power-up event on (B)(4) 2015 at 22:08:09 followed by a motor start event at 22:08:25. At 22:05:40, the controller was connected to an ac adapter (primary source) and battery ((B)(4)) (secondary source), which was at 90% capacity. Following the controller power-up, at 22:23:18 the controller was connected to batteries ((B)(4)) which were at 78% and 90% capacity, respectively. Of note, battery ((B)(4)), which was the secondary power source connected to the controller during the reported event, went from 91% capacity to 90% capacity within four hours. As a result, the statement "his newly charged battery was placed on the controller and immediately drained to empty with the other power source being the ac adaptor" could not be confirmed. Analysis of the controller ((B)(4)) revealed that the device met specifications; the controller passed visual examination and functional testing. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. The most likely root cause of the reported power switching can be attributed to a combination of a communication error between the controller and batteries and two batteries, batteries ((B)(4)) that have the potential to malfunction due to faulty lishen cell pairs. A loss of power was observed on (B)(4) 2015 at 22:08:09, however, the main power source providing power to the controller was an ac adapter with (B)(4) as the secondary power source at 90% capacity. No anomalies were observed in the log files prior to the loss of power. This is one of three reports (3007042319-2015-02544, 3007042319-2015-02545 and 3007042319-2015-02546) submitted for devices related to the same event.

Manufacturer narrative:
The following devices have not been returned to the manufacturer. If returned, these devices will be analyzed and reported as required. It is currently unknown which of these devices were involved in the event: (B)(4). Per manufacturer engineer who reviewed the log files, it was stated: "while the last available data point from the logs was on (B)(4) 2015, the patient was mainly connected to the ac in the most recent 24 hours of data." "However there are potential switching events observed involving the two batteries in question; unfortunately, these events cannot be 100% confirmed based solely on the log files." Manufacturer engineer suggested the "marking and exchanging of batteries that are exhibiting abnormal behavior." Also "according to the logs there was no double disconnects on (B)(4) 2015, the day when the first vad disconnect alarm occurred and the patient said the screen went blank." "The controller was connected to two batteries before the vad disconnect alarm was logged." "There was a controller power up and associated motor start event logged on (B)(4) 2015 however." "The controller was connected to ac and a battery, before this double disconnects." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The IFU and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU also warns: a controller with a blank display or no audible alarm should be replaced. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02544, 3007042319-2015-02545 and 3007042319-2015-02546) submitted for devices related to the same event.

Event description:
It was reported from the site by the "vad coordinator, that last evening the patient experienced 2 events." "Firstly, his newly charged battery was placed on the controller and immediately drained to empty with the other power source being the ac adaptor, then the patient had a red alarm on his controller when connected to 1 battery and ac adaptor." "When patient looked at the controller to see what the alarm was the screen went black, he then checked his connections and then switched to his backup controller." Then "after switching to his backup controller, patient continued to hear intermittent single beeps but no alarm message was showing on the controller." Patient went to the clinic on (B)(6) 2015 and it was stated that the "log files were downloaded and sent." It was also stated that patient "continued to have intermittent single toned beeps with no alarm message." Batteries were removed from service and exchanged. And an elective controller exchange was also performed. No additional information provided. Investigation is ongoing. This is report 1 of 3.